Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inoperable, motor fault, circuit disconnect, transducer fault, low clock battery, low pip, and vm low" alarm. The customer reported that there was no patient involvement.